Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient currently enrolled in the (B)(4) study presented with severe dizziness and light headedness and experienced a syncopal episode. The patients bi-v implantable cardioverter defibrillator (ICD) was reprogrammed to optimize patient therapy. The device remains in use. No further patient complications have been reported as a result of this event.